Event description:
During an egd procedure for treatment in 2002, the tip of the injection gold probe fell off into the pt's stomach and a second procedure was scheduled to remove the tip. However, the physician was unable to retrieve the tip during the second procedure; so, the tip was left to pass by natural peristalsis. No complications occurred and the pt's condition was reported as doing fine. Upon eval of the device by this MFR, it was found that the needle guide tube was also detached from the device. The device was found to meet all other drawing specifications. A lot history review showed no other complaints for this lot number. The co is unable to determine a failure mode for the device since no anomalies were found with the device. User technique and/or pt anatomy may have contributed to this event. However, the co is unable to determine the relationship between this device and the reported event.